Manufacturer narrative:
The subject device was returned to olympus for preventative maintenance. In addition to the malfunction documented in b5, due to a cut on switch button 1, water tightness was lost. Due to a crack on scope cover, water tightness was lost. Grip had a scratch. The switch box had a scratch. Air/water cylinder had no color. Suction cylinder had no color. The right/left knob had a scratch. The up/down knob had a scratch. The switch flexible printed circuit unit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. Circuit board unit in scope connector had corrosion due to water leakage. The scope connector cover unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. Cable unit had corrosion due to water leakage. Image guide protector had a cut. The connecting tube was deformed. The following had third party repairs: light guide lens, connecting tube, and universal cord. The universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer returned the gastrointestinal videoscope to olympus for preventative maintenance. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material in the air/water tube, air/water cylinder, and light guide lens due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material under the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, since the foreign material was not at an external surface of the device, the material could not be removed by reprocessing. The issue was likely the result of the lightguide lens glue peeling due to physical stress (hitting/dropping) the distal, chemical stress due to chemical solutions used and or the ingress of humidity not the lens leading to corrosion. Additionally, the observed foreign material in the air/water tube and air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, however, due to observed leakage from switch 1 and the scope connector cover, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3.3 inspection of the endoscope. Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.